Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue with a battery compartment crack. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2014-product analysis:the pump and battery cap were returned and evaluated by product analysis on 07/07/2014 with the following findings:the complaint of intermittent power could not be duplicated with investigation. A review of the pump¿s black box revealed no related alarms, warnings, or issues. A battery compartment crack was observed during evaluation. The returned battery cap could be properly secured to the pump. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. There was no evidence of moisture, damage, or defect to the pump¿s power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.